Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating pin holes in the oxygen (o2) hose. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report pin holes in the oxygen (o2) hose. The bme ultimately replaced the damaged o2 hose with a customer provided hose for repair and confirmed that the device was ready for use. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.